Manufacturer narrative:
During follow up with customer by tandem technical support on 1/12/2021: customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. With the inclusion of the additional information, customer had issues with the usb cable accessory rather than a pump battery issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 140 mg/dl. The customer reverted to an alternate method of insulin therapy.